Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, the reservoir is worn out, water tank cover is leaking, pump is not working, and not alarming. Functional testing confirmed the complaint. The device is not alarming, and the pump is not circulating. The root cause was the pump not circulating. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the unit was not warming. There was unknown patient involvement /unknown patient harm reported.

Manufacturer narrative:
B3: date of event and d5. Operator of device is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.